Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit shutdown unexpectedly. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The event site name is shortened due to field character limit. The full name is (B)(6). The initial reporter¿s name is shortened due to field character limit. The full name is (B)(6). Type of investigation not yet determined: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed code #118 documented in the iabp log files indicating an issue with the video generator board or coiled cable. The fse was unable to identify anything wrong with the coiled cable and was unable to duplicate the reported issue despite shaking, stretching, or moving the coiled cable around. The fse replaced the video generator board then upgraded the iabp unit's software. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit shutdown unexpectedly. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4,e1(site country),g3, g6,g7,h2,h4,h6(type of investigation, investigation findings, investigation conclusions),h10,h11. Corrected fields:d5.

Event description:
N/a.